Event description:
It was reported that a user experienced hyperglycemia after eating at a buffet while using the ilet system, with a recorded blood glucose of 316 mg/dl that decreased to 190 mg/dl after monitoring; troubleshooting of insulin delivery showed an intact infusion site, correctly connected tubing, and successful priming. Symptoms included elevated blood glucose without reported alerts or other clinical symptoms. Outcomes included self-management at home without medical intervention or hospitalization. Investigation included customer interview, device use review, and product troubleshooting guidance. Investigation of this case revealed no device malfunction, no infusion set or tubing failure, and successful insulin delivery verification. It was concluded that the event was consistent with hyperglycemia likely related to possible incorrect meal size or inadvertent carbohydrate miscalculation rather than device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.